Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the foot switch was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9733624, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the foot pedal for the navigation system was cracked and wiring was noted to be damaged. There was no patient present when this issue was identified. Additional information was received. It was reported that the wiring was exposed.